Event description:
During a premature ventricular contraction (pvc) ablation procedure a cardiac perforation occurred. Mapping had already been performed and when ablating between the anterior papillary muscle and the left free wall the patient became hypotensive. An ultrasound and fluoroscopy revealed the pericardial effusion, for which a pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.